Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterine cavity") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, flu and morbid obesity. Concurrent conditions included anxiety and depression. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2003 to 2010, fluoxetine hydrochloride (prozac) since january 2014 to 2016, medroxyprogesterone acetate (depo provera) since 2011, naproxen since january 2014 to 2017, omeprazole magnesium (prilosec) from (B)(6) 2018, pravastatin since (B)(6) 2018 and vortioxetine hydrobromide (trintellix) since june 2018. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure device, unilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: the essure devices were placed without difficulty with 3 coils protruding into the endometrium on the left and 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left tubal occlusion but right essure appeared hooked and was in unsatisfactory position with tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical records received. Events added from pfs- migration of essure device location of device: uterine cavity, dysmenorrhea (cramping). Outcome of event abdominal pain lower and pelvic pain updated. Reporter information, medical history, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.